Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the device did not exhibit any irregularities during visual analysis, including under high power magnification. The device had no telemetry or output. X-ray analysis revealed a shorted plasma fuse causing electrical overstress damage to the area around the fuse in addition to the flex circuit connected to the high voltage capacitors. Electrolyte fluid leaking from one of the high voltage capacitors is believed to have caused a low resistance path between connections on the capacitor and/or between connections on the capacitor and device case causing electrical overstress when the capacitor reformed two days post implant. Laboratory analysis confirmed the reported clinical observations.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the exterior of the device identified no anomalies. It was verified the device had no telemetry or output. An x-ray of the device found the internal high voltage fuse was damaged (i.e., no longer intact). This fuse is a safety switch that breaks intentionally if current becomes too strong; it prevents shock-level energy from further damaging internal device circuitry, so that brady pacing and atp will still be available even if shock support is lost. The device case was opened and electrical overstress damage to the area around the internal high voltage fuse was noted. This area is also where the flex circuit is connected to the high voltage capacitors. High powered microscopic examination identified evidence of electrolyte fluid leakage from the high voltage capacitors. Leakage of this material likely caused a low resistance path between connections on the capacitor and/or between connections on the capacitor and device case causing electrical overstress, and damage to the high voltage fuse, during the capacitor reformation completed in the field. These findings were confirmed to have caused the reported clinical observations.

Event description:
--

Event description:
Boston scientific received information that upon performing a second manual capacitor reformation during the first post-implant follow-up, this implantable cardioverter defibrillator (ICD) made a popping sound and telemetry ceased to function. As telemetry was non-functional, the device was unable to be interrogated and tones could not be triggered by the presence of a magnet. Device therapy could not be verified. An abnormal charge time at implant of 13.4 seconds was also noted. The ICD was explanted and replaced. The patient was reported to not be pacemaker dependent. No additional adverse patient effects were reported.